Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Products return is requested and will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that when turning the ankylos insert for prosthetic ratchet to remove the abutment, the pieces come loose. 2026-02-11 sg: event deemed not reportable in countries other than the united states.